Event description:
Clinical study. It was reported 1396 days following a coronary artery stenting treatment procedure that the pt expired. The index procedure treated the 80% stenosed 3.5x20mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation and the placement of a 3.5x24mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. On day 1381 post the index procedure, the pt presented to the emergency room with lower back pain and sciatica like pain with some shortness of breath. He also had some anorexia, fever at times, difficulty swallowing, and sinus congestion problems. Upon discharge, there were questionable emphysematous changes on his lungs. On day 1385, the pt presented to the hospital with symptoms including headache, abdominal pain, back pain and fatigue. He was admitted to the hospital for a possible gi bleed and further eval of his complaints. He was found to have severe anemia and had black tarry stools and received 3 units of prbc. Following a gi consultation, the pt underwent an esophagogastroduodenoscopy that showed two shallow duodenal ulcers as well as mild erosive antral gastritis. On day 1386, the pt was seen for a consultation for a gross hematuria and had a catheter replaced due to bloody urine. On day 1387, the pt was seen for a consultation for intermediate range troponin. Following hospital admission, troponin levels were checked. There has been a flat line elevation in the intermediate range at about 0.10 without signs and symptoms of an mi, the pt underwent a CT of the abdomen and pelvis that showed: abnormal kidneys and urinary bladder; grossly enlarged edematous prostate gland; thickened rectum; free fluid in abdomen and pelvis; possible mild thickening of ascending colon; gallstones, infrarenal abdominal aortic aneurysm containing irregular ulcerated atheromatous plaque; old severe bullous emphysematous changes at lung bases; chronic degenerative changes in the lumbar spine with a slight anterolisthesis and stenosis of l4-5; tiny non-obstructing bilateral renal calculi; and bilateral pleural effusions. On day 1389, the pt was seen for a consultation for nausea, abdominal discomfort and cholelithiasis. No surgical intervention was recommended for cholelithiasis. Further work-up of his thickened gall bladder and possible slight fixation of the rectum anteriorly were discussed. On day 1391, a CT of the brain showed no acute cranial abnormality, mild cerebral loss and mild chronic microvascular ischemic changes. On day 1393, the pt was seen for a pulmonary consult, that noted the pt had an increased white cell blood count and hospital acquired pneumonia. A chest x-ray that showed the presence of a wedge shaped opacity in the right upper lobe segment. He was started on imipenem. Following his pulmonary consult, pain management was consulted. Chronic back pain was secondary to spinal stenosis. On day 1394, an echo showed: approximate 65% lvef, normal left ventricle systolic function; dilated right ventricle with moderate systolic function; moderate mitral regurgitation and tricuspid regurgitation. ECG showed: atrial fibrillation with rapid ventricular response, right bundle branch block and lateral st-t changes possibly due to myocardial ischemia. The pt's condition deteriorated. His respiratory needs increased. He had elevated bmp and was diuresed and his stomach seemed to quiet down. The pt developed renal insufficiency and his creatinine was up to 1.29. The pt developed labored breathing and was noted to be weak and withdrawn. He had some arrhythmias. He went into asystole. At 1396 days post index, the pt died. Per the discharge summary, the cause of death was arrhythmia secondary to severe copd, secondary to anemia, secondary to gastrointestinal bleeding, secondary to coronary artery disease. Per the death certificate, the immediate cause of death was arrhythmia, due to severe bullous emphysema, due to anemia, due to duodenal ulcers. Other significant conditions noted were spinal stenosis and abdominal aneurysm. An autopsy was not performed. The event was reported as study stent/ procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication."